Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) vix to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the vsc vix for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted intuitive technical support engineer (tse) to report an unknown error, and it guided them to restart the system during their procedure. They had an error 650 and they are continued on. Tse was able to see the error 650 and explained that the issue was something to do with the monopolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The vix was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 650 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vix was installed onto a golden system where the component functioned as expected. Then the golden system was set to run 10 power cycles and left idle for 15 hours. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.